Event description:
It was reported that a small volume intermate had a white floating particle. This was identified during storage of the device. The device was filled with an unspecified amount of flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - this lot was manufactured from january 7, 2015 ¿ january 8, 2015.the device was received for evaluation. Visual inspection was performed and identified a white floating particle in the device. The reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.